Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. As received, a device was returned for analysis. Final analysis did not identify any anomalies. Correction: section b1, h1 - the event involves a serious injury due to explant of device.